Manufacturer narrative:
This report is filed, april 11, 2016. The implanted device remains.

Event description:
Per the clinic, the patient's abutment was removed on (B)(6) 2016 under general anesthesia. The implanted device remains.